Event description:
It was reported that the device reached recommended replacement time (rrt) and early battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The time of rrt (recommended replacement time) in save to disk occurred on (B)(4)-2012; device rrt was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery voltage from 2.626 to 2.613 volts between (B)(4)-2012. There was one patient alert for low battery voltage on (B)(4)-2012.